Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use for a diagnostic procedure at the time of the reported event. System was restarted but did not recover the system's functionality and the procedure was aborted. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The rse identified that, the customer performed an emergency power test after which the system reported geometry errors. Upon further inspection, the philips field service engineer (fse) visited onsite and identified issues with the geo io box and geometry pc. To resolve the issue, the fse replaced both parts. After that, the system has been returned to use in good working order. The geo io box was returned for further analysis. Functional testing was performed, and no failure was observed. The geometry pc was not available for further analysis. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.